Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the trunk cable was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (damaged touchscreen) was confirmed. Upon evaluation, the belt receptacle was contaminated the root cause of the corroded belt receptacle could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing. A us distributor reported that a monitor was contaminated.